Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Non-capture can be seen on home monitoring starting on (B)(6) 2021. Trends have been stable since implant. Ram was taken from the device as the physician suspects a device issue. The physician decided to open the pocket and test the lead through the psa. Lead remains implanted, only the device was explanted.